Manufacturer narrative:
Manufacturing date: august 16, 2016 ¿ august 17, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a separated connection port. The tubing was noted to have broken off at the solvent-bonded junction of the white luer. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date: (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port of a large volume folfusor came loose from the tubing during transport of the pump. There was no patient involvement. No additional information is available.